Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens -9.5/0.5/180 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address low vault but it did not resolve the problem. Lens remains implanted. The reporter stated " after replacing the lens, the patient still had low vault but good vision, and the doctor decided to keep the patient under observation." See MFR # 2023826-2022-04765 for claim against the initial lens.

Manufacturer narrative:
(B)(4).